Event description:
As reported, the product was inspected prior to use and it was seen that at the dispersion tip of the aortic cannula there was a piece missing near the 3 prong part. Unit was not used, no patient injury.

Manufacturer narrative:
Device is currently under evaluation into root cause.

Manufacturer narrative:
The customer reported there was a piece missing near the 3 prong part at the dispersion tip was confirmed. There were no other defects noted with the cannula. All evidence suggests the root cause of the reported issue was from the molding process of the tip. The defect is confirmed to be a manufacturing defect. This incident is isolated but is a confirmed manufacturing defect for a supplier's process. Corrective action will be reviewed at the suppliers and further action performed after their review. Instructions for use and manufacturing records have been reviewed. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.